Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This return tube issue is being addressed through CAPA-000399. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported the devivce did not heat or pump fluid. Issue identified during testing with no patient involved.